Manufacturer narrative:
Medrad quality assurance product analysis evaluated the returned ECG module and both chargers. The charging sys for the ECG module consists of the battery pack and the charger. Examination and testing of the chargers determined that they did not contribute to the reported incident. A visual examination of the ECG module found it to be severely damaged, consistent with the reported event. All assembly components sustained heat damage. The battery pack which consists of four power cells and protection circuitry showed significant damage. Based on a review of the charge protection design, the site report, and the examination of the returned equipment, the problem occurred when an internal structural fault in one of the battery cells allowed the rapid release of stored electrical energy. The site reported that the ECG module was charged just prior the event; therefore, the stored energy of the battery was at maximum capacity, which likely explains the timing of this event. The rapid release converted most of the stored electrical energy to heat which led to combustion. The internal pressure caused the rupture of the cell container. The released thermal energy damaged the adjacent cells and the other components of the ECG module. This fault was likely caused by either mfg variation, degradation due to the age of the cell, or damage sustained due to an impact experienced during the life of the unit. Review of the complaint history from the beginning of the product life cycle determined that this was an isolated event. We requested that a third party testing facility perform add'l testing to determine the root cause of the internal structural fault. This testing is still pending.

Event description:
On april 6, 2011, we rec'd a copy of the medwatch report that the customer submitted to the FDA. (B)(4).